Event description:
The customer reported 100 ml of clenz leak from the coulter lh 750 hematology analyzer as instrument startup was near completion. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed the leak from a disconnected tubing at port 7 on the bsv (blood sampling valve). The fse replaced the tubing to resolve the leak but the leak damaged the solenoid bank at mf16 (manifold 16). The fse also replaced the damaged solenoid bank and repairs were verified per established procedures. Failure mode of the leak is attributed to a disconnected tubing at port 7 on the bsv and the solenoid bank at mf16 was damaged due to the leak. (B)(4).